Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose levels were not reported. Troubleshooting revealed that the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.